Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. The balloon was inflated at 14 atmospheres and ruptured during the first dilatation. Another 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation but ruptured at 14 atmospheres during the first dilatation. Dilatation was performed using a non-bsc product and an eluvia stent was placed. During post dilatation, a 6.0mmx150mmx150cm (4f) sterling balloon catheter was used but the balloon ruptured at 12 atmospheres during the first dilatation. The procedure was completed. There were no patient complications nor injuries reported.